Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels of up to 600mg/dl due to an unknown cause but stated that a potential cause could be due to being sick. No additional information regarding this event was provided by the customer.